Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No charge or battery less than expected anomaly and no unexpected error anomaly noted during test. Device received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump required changing batteries very frequently, battery compartment was cracked and a little piece came off and had some error messages a couple times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.